Event description:
A patient blood experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 14.9 mmol, 13.9 mmol, 17.9 mmol, 29.6 mmol. Tests were done within 20 minutes with a difference of 40%. Patient did not experience any adverse events. No further information has been reported.